Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Through follow-up communication livanova learned that the engineer of the hospital traced back to a burned connection of the heating element. The part was replaced and the issue solved.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t could not heating properly on the patient side during priming. There was no patient involvement.